Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. This will be supplemented if device eval becomes available.

Event description:
During use of the subject device for a liver resection, the error was occurred. The physician replaced the subject device with a similar device. The procedure was completed. There was no pt harm reported. It was found the ptfe pad of the subject device was damaged by investigation of keymed of olympus group sales company.